Event description:
Healthcare professional reported, a left side rupture, "internal pain", "body inflammation", and "possible internal infection". Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected, during the investigation. There is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable. And they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted, for devices sterilized under sterilization run 30028648. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of jun/2022 through may/2024, were noted, 2 outliers in jun/2022 and jul/2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found, which could be associated to the infection event. So, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact, that the cause of the infection cannot be specifically associated to the manufacturing process and there is not an adverse trend for this type of event and no ER/ ncr(s) were identified, during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The event of "infection (late onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "possible internal infection".